Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while positioning the device, its helix was slightly fixated without attempting to do so. The helix was un-fixated, the device was retrieved and a new one was implanted. The patient was stable.

Manufacturer narrative:
Reported event of positioning failure was not confirmed. Visual inspection noted helix was not within specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly contributing to positioning failure problem. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.